Manufacturer narrative:
Results: the handles look to be in their original condition. There is no visible damage to the devices. Both detachment handles actuated correctly and passed for both throw distance and pull force. Conclusion: the complaint has been evaluated. The complaint indicates that there were difficulties detaching the coils with the detachment handles. Both handles were tested using the production test fixture, and passed for both throw distance and pull force. The returned product functioned correctly. Therefore, the cause of this complaint cannot be determined. However, if the detachment handle and the coil pusher assembly are not positioned correctly and in a linear position, the user may experience difficulty detaching the coils. In addition, if excess friction is built up distally due to catheter placement or a dense coil mass, detachment may be difficult without repositioning the devices. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00319.

Event description:
Patient was undergoing coil embolization treatment for cerebral ic-cavernous aneurysm with penumbra 400 coils. Physician accessed aneurysm using penumbra px slim 045 microcatheter. First coil was detached without incident. The second and third coil had minor difficulties detaching as the detachment handle had to be actuated several times before deploying. The fourth coil could not be detached after several tries, forcing the physician to manually detach. The detachment handle was then replaced by one of the same lot. The fifth coil took several actuations to detach. The sixth coil could not be detached, and the physician again had to manually detach it. The detachment handle was again replaced with one of a different lot and the next 19 coils detached without incident, until the 23rd coil could not be detached. No adverse event was caused by the coils failure to detach and the patient was in good condition after the operation. Physician comment: "I fully inserted the delivery pusher into the detachment handle to a stop. I felt that the coils which had trouble detaching were not firmly held by the dh1, and these coils sounded like slipping compared to normal coils."